Manufacturer narrative:
A visual examination of the returned driver under magnification was performed. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads and should only be used with torsional loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
While using a driver to tighten the screw during an orthopedic implantation surgery, the driver tip broke off in the screw. The driver tip could not be removed from the screw and remains implanted.